Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed. The patient also had anemia with symptoms of melanotic stool, fatigue, confusion, and an international normalized ratio (inr) of 2.9. Hemoglobin was 5.1. The patient was jehovah witness and agreed to intravenous vitamin k but needed to find information on what other products were acceptable. It was planned to perform an esophagogastroduodenoscopy (egd).

Event description:
Additional information: it was reported that the results of the esophagogastroduodenoscopy were normal except non-bleeding erosive gastropathy. A colonoscopy was performed and the results were also unrevealing. A capsule study showed active bleeding in the duodenum. An erythematous spot was seen in the distal jejunum. An angiodysplastic lesion was successfully ablated by argon plasma to resolve bleeding. The patient was also administered procrit for 7 days, 1 dose of intravenous iron, and coumadin was resumed. No aspirin was given and blood draws were limited.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.